Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the rate/sense portion of this right ventricular (rv) lead was capped due to non-capture. Additional information was obtained from the field representative indicating, it was unlikely that the patient experienced greater than 2 seconds of asystole. The patient is not pacer-dependant. This tachy lead was partially abandoned in the patient. No adverse patient effects were reported.